Manufacturer narrative:
The device involved in the reported incident is not available for return. An investigation has been initiated based on the report information.

Event description:
It has been reported that the drill bits are too dull to complete drilling of the burr hole, especially in older patients and requires use of a 2nd drill bit to complete the procedure.